Event description:
It was reported on (B)(4) 2014 the insulin pump was cracked. Customer's blood glucose was 90 mg/dl. Customer's father stated the crack was on the side of the display on the right hand corner and inside the battery compartment where the threads are. Customer's father reported the damage could have occurred by over tightening the battery cap. Customer's father was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners noted during visual inspection.